Event description:
It was reported that there was no breath delivery. Patient involvement unknown.

Manufacturer narrative:
B3: date of event, and d5: operator of device, is unknown, no product information has been provided to date. D1: brand name, d4: catalog number, UDI number, g5: 510k and h4: device manufacture date are not available based on the reported serial number. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6 - update. No device was returned for investigation. Therefore, we are unable to confirm the reported problem. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.